Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant medical grade power supply (mgps) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the ps2 light was not functioning and one of the two fans were not spinning. No smoke was observed but did have a smoky odor as reported in the complaint. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse detected a burning smell and replaced the redundant medical grade power supply (mgps). The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that smoke was observed from the surgeon side console (ssc) while in use, and sparks from the ssc touchpad after powering on the system were noted. The customer verified the electrical specification. After the customer turned on the system, all subsystems booted up normally. The recent power cycle logs were normal. The customer elected to continue with the procedure with the ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the issue occurred before the customer performed a second procedure. The spark from ssc touchpad did not cause any injury to the user.